Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. The evaluation did not indicate any device malfunction in the as received condition. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing.

Event description:
A us distributor reported that the patient was allegedly zapped by the electrode under his left arm resulting in a burn. The patient reported that the electrode got hot and allegedly "zapped" him. Device evaluation did not indicate any device malfunction in the as received condition. The outcome of the patient's irritation is not known.